Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation review: one white hub hickman extension leg was returned for evaluation. The sample was received with a repair present on the distal portion of the catheter. A longitudinally-aligned c-shaped split was observed just distal to the clamp sleeve. When viewed under magnification, it was noted that the surface had a granular surface near the center of the split and a smoother surface towards the edge. A leak was observed at the site of the split during infusion. Based on these findings, the investigation is confirmed for the reported catheter leak. Per the evaluation results, the split was longitudinally-aligned, c-shaped and had a largely granular surface. These are characteristics of burst damage, which can occur due to over-pressurization. Therefore, it is possible that over-pressurization contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury.